Manufacturer narrative:
Date sent to the FDA: 2/25/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted he dissected extensive scar tissue, finding severe inflammatory reaction of the abdominal wall with encapsulation of fluid formation around the mesh, indicating mesh rejection with migration toward the femoral vessels. He excised the mesh of the inguinal ligament meticulously and closed the fascia. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/04/2022.